Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked from an unspecified location of the patient line. This occurred during priming of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5: it was reported that some (approximately twenty (20)) homechoice automated pd set with cassettes leaked from an unspecified location of the patient line. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, twelve (12) retention samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were not performed on the retention samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.